Event description:
Caller reported that the pump battery would not charge, and there was no power source alert. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the caller to use a different wall outlet and leave the wall adapter plugged in for at least 30 minutes. After following these instructions, the pump successfully charged to 100%.